Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system. A third follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on april 21, 2015. A second follow up will be submitted upon completion of the investigation and / or submission of new information. All available information has been placed on tile in quality management for appropriate tracking, trending, and follow up.

Event description:
Due to previously reported complaints to terumo cardiovascular systems corporation involving reported leaks from the same product code and lot number, the user chose to return this device at their own discretion. The device was not used during a procedure so there was no patient involvement. The other events were reported on MFR report: #1124841-2015-00096,00097,00100.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems. A total of 5 centrifugal pump samples were returned for evaluation for this event. Visual inspection was performed on all of the samples, during which 3 were found to have no anomalies. The remaining 2 samples were found to have crazing around the top and bottom housing welds and cracks on the top housing near the outlet part and at the weld. All 5 samples were set up on sarns driver motor built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660mmhg and ran for a maximum of 1 hour. Both samples that were found with cracks adn crazing had very slow housing/separator weld. The leaks began within 3 minutes of test time. The 3 samples that had no cracks or crazing did not leak during the test and were conforming product. The cracks were caused by dehp compound residue on the x-coated separator of the pump. The separator came into contact with dehp when it was dipped into the incorrect tank during the manufacture. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4).